Event description:
Home patient (hp) reports switching bag to already spiked heater line of the homechoice set, while troubleshooting through an alarm situation during apd treatment. Rn reports no pt injury or medical intervention required as a result of incident.